Event description:
User received questionable high calcium results on their integra 400 plus analyzer. Two patient samples were involved in the event and both patient samples generated discrepant calcium results. Patient sample 1, initial calcium result gave 10.71 mg/dl. The sample was repeated twice giving 9.20 and 9.19 mg/dl. Patient sample 2, female, (B)(6). On (B)(6) 2010 initial calcium result gave 13 mg/dl. The sample was repeated twice giving 9.5 and 9.77 mg/dl. User said results were not reported, and patients were not affected. Calcium reagent lot number, 62114901. The field service representative found cause was dirty probes contributing to reagent carry-over. He checked analyzer operation with no problems found. Customer replaced probes. Performance tests and controls were run, which were within specification.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with black line on display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.